Event description:
It was reported that after pairing a new freestyle libre 3+ sensor with the ilet bionic pancreas, the user received an alert indicating sensor pairing failed, then re-scanned and saw confirmation that pairing was successful with an expectation of glucose readings shortly thereafter. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in clinical status and no medical intervention. User support included guided troubleshooting and user education performed remotely, including a re-scan to confirm pairing and monitoring instructions. Investigation of this case revealed a transient pairing failure that resolved after re-scanning, consistent with an intermittent communication or pairing sequence interruption. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity or setup issue that resolved with standard troubleshooting.